Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident sample has not been returned for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. The e7507 patient return electrode is not recommended for use in ablation procedures. The instructions for use (IFU) for these return electrodes contains a warning that their use in non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one return electrode may help mitigate the increased risk.

Event description:
The customer reported the patient was burned at the grounding pad site during a pvi procedure. The pad had been placed on the patient's left flank. A small blister was noted upon removal of the pad. The patient was in supine position, the type of treatment is unknown but it is ongoing and wound care was consulted.